Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl nor read as ¿high¿ on the cgm. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.